Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for underfill was not observed. 20 retain samples were subjected to a draw test for low or no draw. All tubes were within specification. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure underfill, because the defect was not evident in the testing of the complaint lot samples lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced underfill or low draw of a tube with blood .this event occurred 100 times. The following information was provided by the initial reporter. The customer stated: product doesn't have a good vacuum, which doesn't allow to be easily filled at the moment of drawing sample. After centrifugated, it presents too much fibrin.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced underfill or low draw of a tube with blood .this event occurred 100 times. The following information was provided by the initial reporter. The customer stated: product doesn't have a good vacuum, which doesn't allow to be easily filled at the moment of drawing sample. After centrifugated, it presents too much fibrin.